Event description:
It was reported that the user experienced intermittent loss of communication between the iLet pump and a Dexcom G7 sensor, during which the Dexcom app continued to display glucose values while the iLet displayed three dashes, and the connection later reestablished on its own. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education regarding correct pairing sequence, with instruction to pair the iLet first and then the Dexcom app to reduce risk of signal loss. Investigation of this case revealed a likely transient communication issue limited to the interface between the iLet and the CGM sensor, with the CGM itself continuing to function as evidenced by ongoing readings in the Dexcom application. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence contributing to intermittent Bluetooth connectivity.